Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient and their spouse were concerned the lead migrated because the patient could no longer feel stimulation; they felt stimulation at the beginning of the evaluation. They are experiencing a 50% or greater improvement in therapeutic benefits so no side change was made. No further patient complications have been reported as a result of this event.